Event description:
It was reported that the system displayed an error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply, and found the generator interface board was faulty, but no conclusion can be drawn as further repair info is not available.